Event description:
It was reported that (3) devices were used during an unknown procedure. It was reported by the affiliate that the tsb45 instrument was fired and tissue tear was found after the firing. Also some malformed staples were found. A new instrument was used to complete the case.